Event description:
Boston scientific received additional information indicating that this right atrial (ra) lead exhibited elevated thresholds and intermittent loss of capture. The observations were discovered during routine follow-up, and a lead revision was scheduled. This lead was successfully capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was capped and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.